Manufacturer narrative:
Additional information: method code 5: (B)(4). The device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot and sterilization records was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. A review of the surgical video for the procedure identified notable pressure during implantation, however the reported event (broken trocar) could not be visualized due to the quality of the video. Based on the surgical video and available information, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that during a cataract surgery followed by trabecular micro bypass stent system procedure, the trocar broke off and wedged into the opening of the first stent during manipulation to implant the second stent. Per report, the surgeon managed to implant the second stent successfully. There was no report of patient injury. Additional information has been requested.

Manufacturer narrative:
The device evaluation was completed. An x-ray evaluation revealed that the cam assembly had been activated twice and no stents were found. The trigger button motion was functioning as intended and the device was able to actuate all remaining positions. The injector¿s splayed trocar was found broken at the distal end of the splay. The broken tip of the trocar was not returned. This finding likely occurred during the surgical procedure, as described in the customer¿s reported event. No damage was observed on the insertion tube v-slot. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. Further visual inspection found no deformation on the insertion tube. There were no non-conformances found to be related to the reported event. A review of x-ray images for the reported lot revealed that accepted devices contained splayed trocars that have met the required specifications. It is highly unlikely that the splayed trocar was shipped out bent or broken as it undergoes critical dimension inspection after injector assembly per manufacturing procedure. Furthermore, all devices undergo visual inspection via x-ray. If any of the frontal components were bent or broken during x-ray, the unit should get rejected. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified. MFR# reference: (B)(4).